Manufacturer narrative:
Date of event was approximated to be (B)(6) 2020 as no specific event date was reported. (B)(4). A wallflex biliary fully covered rmv stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and found the stainless steel was detached. The inner sheath was kinking out of guidewire access sleeve (gas) section and the gas ramp was lifted. The outer sheath was returned stretched out in the gas section. The stent cover was inspected and was found ripped. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed as it was not possible to deploy the stent using the delivery system as received. The damages noted to the delivery system may have been a result of excessive force applied to the device during use. The investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope and the anatomy of the patient, limited the performance of the device and contributed to the damage on the delivery system. Additionally, the stent cover was ripped; however, there is not sufficient information about what could be the cause for this failure. An investigation is in place to address this problem. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted to treat a benign and malignant strictures in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath and another stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent cover was damaged (ripped).